Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer reported that the unit failed with alarm led failed error. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The unit was being setup for patient use. No delay in therapy reported. Per biomedical engineer the power switch overlay was replaced and the issue was not corrected; then the power management board was replaced to address the reported problem.